Event description:
Pt reported that during an attempt to prime. The device would not count down and no insulin would drip. Pt then removed the insulin cartridge and smelled insulin -- moisture had accumulated in the insulin cartridge chamber. Pt discarded insulin cartridge, so they could not determine whether or not there was a crack in the cartridge. Pt switched to back-up device. Pt blood glucose was not affected, and no treatment was received.